Event description:
In 2006 the lay-user/reporter contacted lifescan alleging that the pt's one touch profile would not allow him to test due to a battery sysmbol on the meter's display. The medical affairs specialist (mas) mailed a letter to the pt two days later since he could not be reached by telephone on two seperate days. The reporter indicated that for 3 days from the day he called lifescan, the pt was unable to test himself due to the power/battery issue of the meter. The reporter changed the meter's batteries but this did not resolve the issue. Sometime during those 3 days, the rpeorter indicated that the pt was taken to the reporter changed the meter's batteries but this did not resolve the issue. Sometime during those 3 days, the reporter indicated that the pt was taken to the hotpial due to a "stroke" that was "diabetes related. " the the time, the pt has sysmptoms of being "shaky and light-headed." In addtion, he lost some of his ability for "speech" and couldn't walk." The pt's blood was tested using his wife's meter but the reading obtained was not provided. The pt was given an IV (unk contents). The reporter also indicated that his father's medications were recently changed. At the hosp, he had "low blood pressure" and a blood glucose reading of approx. "50 mg/dl." It is unk what device was used to obtain the reading of "50 mg/dl." Also, it is unk what his blood pressure was. On the 2nd attempt to call the reporter, the mas was unable to speak to the reporter's brother. He indicated that the pt, his father, is still in the hospital and has suffered from multiple strokes while there. The pt was unable to test on the meter because of the power/battery issue. He developed symptoms of hypoglycemia, was hospitalized, and received medical treatment.